Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. Temperature alarms were declared due to the pump battery heating intermittently while the pump was charging. Reportedly, the pump was hot to touch. The customer's blood glucose level was 209 (mg/dl). Reportedly, the customer would continue to use the pump for insulin therapy.